Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04749. The pt received two leads with different lot numbers. It was reported the pt had pain in her arm and some weakness. A complete neurological exam was performed and there was no weakness noted. F/u identified the physician may undertake surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.